Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a polyflux 21 l dialyzer. The patient experienced a decrease in blood pressure and oxygen saturation (spo2) to 80 % . The uf rate was temporarily turned off, the patient was given oxygen and was placed in trendelenburg position. The treatment continued after the event and was completed as scheduled. The patient reportedly recovered after the event and no hospitalization was required.